Manufacturer narrative:
On mar 3 2022, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant had a crease/fold on the posterior view and a tear (a) was found within the crease, measuring 0.2 cm. In addition, a tear (b) was found in the same view, measuring approximately 1.2 cm. Microscopic examination was performed on the edges of the rupture (b), and parallel striations were found in the whole area of the tear (b). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The evaluation determined that the cause of the tear (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Based on the information currently available, microscopic examination of the tear (b) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 11 2022, additional information was received indicating the patient underwent removal and replacement with non-mentor devices on (B)(6) 2021. The deflation was confirmed to have occurred on the right side device. The device was identified as a saline mentor smooth round moderate profile 350cc breast implant, lot number 5645398. The patient's date of birth was identified as (B)(6) 1979. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The date of implantation has been estimated as (B)(6) 2005 per the manufactured date of the device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with an unspecified mentor saline breast implant and experienced deflation (side unknown) post-operatively. As a result, the patient underwent removal on (B)(6) 2021.